Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported the balloon ruptured and removal difficulties occurred, requiring surgical intervention. The 70% stenosed target lesion was located in the severely tortuous and severely calcified shunt in the anastomosis. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 16-18 atmospheres, the patient complained of pain. Immediately thereafter, fluoroscopic images showed that the contrast agent was leaking, and the balloon ruptured perpendicular to the shaft. The backflow of blood was observed when the pressure was decreased. The balloon was attempted to be removed, but it got caught in the sheath and could not be removed. Therefore, a surgical procedure was performed, and the device was removed and replaced with a graft. The procedure was completed. No further patient complications were reported.